Event description:
It was reported that a user experienced hyperglycemia with blood glucose reaching 276 mg/dl for approximately 2 hours while using the ilet, and the contact observed no noticeable decrease in cartridge units despite the device delivering correction doses and showing a downward trend arrow. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no back-up therapy, and no ketone testing. Investigation included review of synced device data and troubleshooting with user education. Investigation of this case revealed that the device was dosing corrections as designed and glucose was trending downward, with no device malfunction identified. It was concluded that hyperglycemia occurred with cause unclear and that the device functioned as intended.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.